Event description:
Device malfunction: unk. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician using the starclose se device attempted arteriotomy closure of a femoral artery after an unspecified procedure. Reportedly, after clip deployment hemostasis was not achieved. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. User facility medwatch reported received that states "since february 2009, we have had found instances of the starclose device being used to close the femoral artery site. Device fails to deploy properly and the groin site had to be closed by direct manual pressure." Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not yet complete. Part# 14679-01; lot #73053-6h was filed under medwatch report #2953144-2009-00581 and lot #73055-6h was filed under medwatch report #2953144-2009-00583. Lot# 71042-6h was filed under medwatch report# 2953144-2009-00443.